Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed need assistance on sn 8015 sn(B)(4) having an error 600.6840 failure device type: failure problem type: failure mode: case resolution: I found out that the 8015 device sn (B)(4) main processor was v9.12 but the good known 8015 devices version was v9.19 , biomed flashed 8015 device to version 9.19 issue was resolved.